Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was sleeping and the insulin pump alarmed no delivery. She noticed that the reservoir was empty and called 911 because she thought that all insulin had been delivered into her body. The blood glucose at the time of the incident was 238 mg/dl. The paramedics checked her blood glucose and it had only gone down to 231 mg/dl. It was found that the customer did receive two low reservoir alerts prior to the no delivery alarm. The customer also reported receiving a battery out limit and a failed battery test alarm. Troubleshooting was performed and the customer stated that the battery was out of the device for longer than allowed and did not receive another failed battery test alarm after changing the battery. The device will not be returned for analysis.